Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, a nurse reported that the blood leak occurred after 3 hours of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialysate lines from the hansen. The blood leak was described as being an internal blood leak and there was a strand leak in the dialyzer that could be seen. The fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was considered to be completed 20 minutes early. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, a nurse reported that the blood leak occurred after 3 hours of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialysate lines from the hansen. The blood leak was described as being an internal blood leak and there was a strand leak in the dialyzer that could be seen. The fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was considered to be completed 20 minutes early. The device is not available to return to the manufacturer for evaluation.